Event description:
Boston scientific crm received information that this newly implanted right ventricular (rv) lead exhibited decreased sensing. An x-ray was performed, where it was noted the lead had dislodged. The lead was scheduled to be revised. All available information indicates that the lead remains in service. If additional information becomes available, the event will be updated.